Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shocks in both primary and alternate sensing vectors. Upon review of stored device memory, untreated episodes were also observed due to oversensing of noise. Noise was unable to be reproduced in clinic with patient isometrics. Technical services (ts) discussed troubleshooting options as well as the option of programming the sensing vector to secondary. The physician plans to explant the system on a future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that tachycardia therapy was programmed off in the device and the patient was given a lifevest. System explant has not yet been planned. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The electrode and device were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. The electrode was returned in two segments severed 27.8 centimeters (cm) from the terminal end. Visual observation noted the distal segment was extremely stretched/ripped apart and was determined to be consistent with induced damage during explant. Resistance tests were completed to assess electrical performance and inner insulation integrity on the proximal segment. Measurements throughout these tests were within normal limits. Resistance tests were not completed on the returned distal segment due to the induced damage. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shocks in both primary and alternate sensing vectors. Upon review of stored device memory, untreated episodes were also observed due to oversensing of noise. Noise was unable to be reproduced in clinic with patient isometrics. Technical services (ts) discussed troubleshooting options as well as the option of programming the sensing vector to secondary. The physician plans to explant the system on a future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that tachycardia therapy was programmed off in the device and the patient was given a lifevest. System explant has not yet been planned. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The electrode and device were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shocks in both primary and alternate sensing vectors. Upon review of stored device memory, untreated episodes were also observed due to oversensing of noise. Noise was unable to be reproduced in clinic with patient isometrics. Technical services (ts) discussed troubleshooting options as well as the option of programming the sensing vector to secondary. The physician plans to explant the system on a future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that tachycardia therapy was programmed off in the device and the patient was given a lifevest. System explant has not yet been planned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shocks in both primary and alternate sensing vectors. Upon review of stored device memory, untreated episodes were also observed due to oversensing of noise. Noise was unable to be reproduced in clinic with patient isometrics. Technical services (ts) discussed troubleshooting options as well as the option of programming the sensing vector to secondary. The physician plans to explant the system on a future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.